Event description:
The complainant reported a patient undergoing aortic valvuloplasty was implanted with an impella cp device for mechanical circulatory support. During support, the pump exhibited low flows. The team attempted to reposition, but the low flows remained so the team explanted and replaced the pump. There was no reported patient harm.

Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The cause of the low pump flow was most likely the calcified valve patient condition resulting in a cannula kink and guidewire damage. This report is being filed as part of a retrospective review of historical records.